Manufacturer narrative:
Variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump was received with a cracked battery tube threads, and cracked case at corner of the belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, torn display window cover, scratched case, faded/peeling serial number label, faded end cap address label and pillowing keypad overlay. The pump was also received with a blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to generate the power management graph or verify battery related alarms due to blank display. The pump had blank display due to shifted battery tube not allowing contact with the battery cap. Using a test case, the pump power up properly. The pump was able to download successfully the pump history using thus. The pump passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. Cosmetic damage was confirmed on the back of the pump. Blank display was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the crack on back of battery slot of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.